Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer had blood glucose readings running in the 400s. It was reported it took a few days for her blood glucose to go down, took manual injections. Troubleshooting for the pump for the high blood glucose reading was declined. It was reported her tube was clogged, got insulin flow block. The event was resolved by changing the complete set. The insulin pump will not be returned for analysis.